Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reports issues with inaccurate sensor readings. The customer states that their blood glucose levels were 3.0 mmol/l. The customer mentioned that their insulin pump works as designed.